Event description:
It was reported that the patient had received medical attention from their doctor at a hospital on (B)(6) 2022 due to hyperglycemia. The patient's blood glucose levels (bg) reached 510 mg/dl while wearing the pod between 24 and 36 hours. Prior to visiting the hospital, the patient attempted to treat their hyperglycemia by giving themselves insulin through the pod. The patient reported that the bg levels were not responding to these corrections. The patient¿s doctor gave the patient information on how much insulin they should use to bolus themselves with to bring their bg levels down. The doctor recommended using an insulin pen to the patient. The doctor did not give direct treatment. The patient was not prescribed any medications. The patient was not hospitalized, and they left 6 minutes after arriving on (B)(6) 2022. The pod was removed after leaving the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".